Manufacturer narrative:
This report is processed under exemption number e2005018. Complaints relating to the reported product(s) were evaluated. It was concluded that the number of complaints for the product(s) did not breach thresholds indicative of a systemic quality or risk issue.

Event description:
This report summarizes 24 malfunction event(s). A review of the event(s) indicated that the ot ultra2 meter experienced inaccurate high. These reports were received from various sources. The patients associated with this allegation ranged from 81 to 81 years old and there is no weight data available. Of the reported patients;6 were male ,3 female & 15 unknown.